Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Patient's grandmother reported that one day after sensor insertion, the patient's skin became itchy and after the sensor pod fell off, the skin looked red and bumpy. The patient's grandmother stated that the patient had been experiencing reactions for the past two months and expressed concern that the irritations could be occurring due to the skin not healing prior to the placement of new sensors. Patient also uses an insulin pump concurrently and has limited areas of placement for sensors where the skin is healed. On (B)(6) 2016, the patient went to the doctor for a rash that was covering the whole body in red bumps. The patient was prescribed triamcinolone cream usp 0.1%. The affected area was treated with neosporin, vitamin e., coco butter lotion, aloe vera, mupirocin cream and the prescribed triamcinolone cream. At the time of contact, the patient was not using the dexcom system as the patient's grandmother was allowing the patient's skin to heal. It was reported that the patient was doing well. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.